Event description:
It was reported that during a procedure using a starvac 90 wand, one of the electrodes detached while inside the surgical site. The electrode was retrieved and the procedure was completed using a backup device. There were no significant delays or patient complications reported as a result of this event.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. There was a relationship found between the returned device and the reported incident. Visual inspection under magnification shows the top right electrode detached with jagged edges present on the remaining electrode leg. There is a significant amount of discoloration on the cap as well as damage to the black shrink tube near the tip. There are no manufacturing abnormalities visually observed with the returned device. The wand was connected to a compatible controller and activated in saline solution at the default and max settings on the controller and despite detachment of the right electrode; plasma was created on the remaining electrodes. The suction line was tested and performed as intended. The complaint has been visually verified and the root cause was more than likely associated with the device coming into contact with a metal object such as a cannula. Other factors that could contribute to the detached electrode includes: mechanical displacement of tissue through applied force or using the device as a lever to enlarge a surgical site or gain access to tissue.